Event description:
It was reported that during bench testing with different cassettes, inaccuracies and inconsistencies in volume were noted. Instances of under dose and overdose were observed. There was no patient involvement.

Manufacturer narrative:
The device has not been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: health professional.

Manufacturer narrative:
Manufacturing device history record review was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal still good. Nothing broken and the unit is in good condition. Functional testing. Pump was found to be over-delivering in pre-repair test and dso seal was bubbling. Biomed tested the unit with multiple different cassettes and did not exhibit the failure. The root cause of the issue could not be determined. An internal ncr is investigating early dso seal failures. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. As a preventative measure, the dso will be replace and calibration for accuracy test, to make sure all functional test pass.